Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got hospitalized due to high blood glucose. The customer's blood glucose was around 600 at the time of 911 call. The customer experienced excessive thirst, pain in the lower stomach and back. The customer was throwing up, had a high blood sugar, diabetic ketoacidosis along with bowel reconstructive surgery which led to the 911 call. The customer also reported that they received a no delivery alarm and cannot clear the alarm due to a keypad anomaly. The customer declined to return the insulin pump for analysis.